Manufacturer narrative:
A steris service technician inspected the harmonyair surgical lighting system and found the light head shells had broken plastic screw columns. The damage observed is attributed to improper cleaning practices by user facility personnel. The operator manual harmonyair¿ surgical lighting system g series (rev. G) 10043124: states in the safety precautions section: cleaning and disinfecting agents used on this lighting system must be certified by their manufacturer to\be compatible with the following materials: polycarbonate, polyetherimide, santoprene. Do not spray any cleaning product directly onto the light head or any system components. Dampen a soft cloth with the cleaning solution and wring out the excess moisture. Do not bump light heads into walls or other equipment." A steris account manager performed in-service training on the proper use and operation of the harmonyair surgical lighting system. The service technician repaired the harmonyair surgical lighting system, tested the system and confirmed it to be operating properly. The lighting system was returned to service and no additional issues have been reported.

Event description:
The user facility reported that during set-up for a patient procedure, the light head shell fell into the anesthesiologist's hand. The sterile field was reestablished, and the scheduled procedure was completed successfully. No report of injury.